Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a right ventricular (rv) lead from another manufacturer exhibited increased pacing threshold measurements, noise, and oversensing. It was noted that the noise looked like electromagnetic interference (emi). Boston scientific technical services (ts) discussed minute ventilation (mv) chop and the rv lead picking up the mv signal. Troubleshooting was unable to reproduce or determine the root cause. Mv was programmed off. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was later received indicating an alert was received via the remote monitoring service that the device recorded high out-of-range pace impedance measurements causing the device to automatically switch from bipolar to unipolar configuration. Ts discussed how daily measurements are taken and transmitted as it was noted that there were no apparent out-of-range measurements upon review of stored measurements. No new instances of noise or oversensing were reported. Ts suggested possible causes for the out of range measurements and additional methods for assessing the system. The patient presented for additional system testing and no out-of-range measurements could be reproduced. As such, the physician plans to continue monitoring the patient remotely and with routine follow-up. No adverse patient effects were reported. This system remains in service.